Event description:
The user facility reported that a foreign object was found in the tubing found prior to use during inspection. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that a foreign object was found in the tubing found prior to use during inspection. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional information: